Event description:
It was reported by the legal guardian that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.